Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation of the sample, valve delamination was observed, causing a leakage. A second product was received (5584946). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 210cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor saline breast prostheses on (B)(6) 2020.

Manufacturer narrative:
Correction: block d10 ¿device available for evaluation?¿ was inadvertently left blank in the initial report. The correct response is no. Manufacturer¿s reference number: (B)(4).